Event description:
It was reported that a malfunction occurred on a pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arise.